Event description:
Reportedly, connection issues associated with the ventricular channel during a pacemaker replacement procedure; therefore, the device was not implanted. After clicking of the screwdriver was obtained, the ventricular lead could be removed by pulling; this was repeated two more times with the same result. The physician has watched the lead connection video posted on the company website, and as indicated, the recommended methods were applied. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.